Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a transtelephonic check, dashes (---) were noted for several parameters. The current drain was at 83ua. Attempts to reprogram, return to standard and download the the microprocessor were unsuccessful in eliminating the dashes but the current drain went down to 15ua.